Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet bionic pancreas was dissatisfied with insulin delivery from the pump, asserting it was not giving enough insulin, and case review indicated meal announcements were consistently entered as larger than actual, leading to incorrect meal size entries and assignment for additional training; the case referenced a recorded blood glucose of 216 mg/dl consistent with hyperglycemia and no device alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included no hospitalization and no emergency care. Investigation included review of usage data, meal announcement practices, and consultation with clinical support for education and retraining. Investigation of this case revealed use error related to incorrect meal size announcements and no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and training needs.